Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The imaging system would not travel to the end of x axis travel. Replaced x stage cover. Invalidated home and re-homed the system. The replaced x-stage cover has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was unable to be properly docked, and it makes a 'clicking' sound when the docking procedure is attempted. It was also reported that this may be caused by the visible damage to the x-stage cover. The re-homing procedure was attempted, but was unsuccessful. There was no patient present when this issue was identified.